Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and date of birth not available for reporting. Date erosion occurred is unknown. 510k: this report is for unknown vectra screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Original implant date was in 2010. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a revision surgery of a anterior cervical discectomy and fusion (acdf) at spine levels c4-c7 occurred on (B)(6) 2018 due to vertebrae and esophageal erosion. The initial surgery occurred on an unknown date in 2010. The plate was sitting proud of the anterior aspect of the c4-c7. During removal it was noted two (2) inferior screws were very loose in c7. Only one (1) screw was placed in the c6 vertebral body, not two (2) as per the surgical technique. No screws were proud of the plate and all screws were below the elgiloy clips. No sign of infection. All hardware was removed which included seven (7) vectra screws and one (1) vectra plate. The patient's fracture had fused. There was loss of lordosis with fusion. No subsidence of cages was noted. This is report 1 of 2 for (B)(4). Concomitant parts: screws (part unknown, lot unknown, qty 5).

Event description:
Concomitant devices: vectra variable angle self drilling screws (part/lot unknown, quantity 5).

Manufacturer narrative:
Additional narrative: updated concomitant devices. Corrected data: this report is for two unknown vectra variable angle self drilling screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.